Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins needs to be replaced as clinical effects were observed.